Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture of one or more filter strut(s) and perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc) and into surrounding organ/tissues. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture of one or more filter strut(s) and perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc) and into surrounding organ/tissues. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture of one or more filter strut(s) and perforation of filter strut(s) beyond the wall of the inferior vena cava (ivc) and into surrounding organ/tissues. The patient reported fracture of one posterior strut, perforation of filter struts outside the inferior vena cava and perforation of filter struts into organs. The patient also reported pain under the breast and stomach and heart burn. Coronal and sagittal computed tomography (CT) scan images were submitted for review approximately seven months after the initial CT scan was performed. The results of that reading noted that the superior end of the filter was at the l2-3 interspace. The filter was not tilted, and all the filter struts perforate the ivc up to 9 mm. One anterior strut perforates 5 mm and one posterior strut perforate 6mm, one lateral strut 9mm and reside within the soft tissues. One anterior strut perforates 8 mm and contacts the bowel. One medial strut perforates 9 mm and contacts the aorta. One posterior strut perforates 8 mm and contacts the l3 vertebral body. There was one (1) fractured posterior strut. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Heartburn, under the breast and stomach pain do not represent a device malfunction and may be related to underlying patient specific issues. Due to the nature of the complaint the reported events could not be further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The results of computed tomography (CT) scans indicate that the superior end of the filter was at the l2-3 interspace. The inferior vena cava (ivc) filter was not tilted. All the filter struts perforate the ivc up to 9 mm. One (1) anterior strut perforates the ivc wall 5 mm and resides within the soft tissues. One (1) anterior strut perforates the ivc wall 8 mm and contacts the bowel. One (1) medial strut perforates the ivc wall 9 mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 8 mm and contacts the l3 vertebral body. One (1) posterior strut perforates the ivc wall 6 mm and resides within the soft tissues. One (1) lateral strut perforates the ivc wall 9 mm and resides within the soft tissues. There was one (1) fractured posterior strut. Thrombus within the ivc or filter could not be evaluated on this non contrast study. Additional information received per the patient profile form (ppf) states that the patient experienced fracture of one posterior strut, perforation of filter struts outside the inferior vena cava and perforation of filter struts into organs. The patient has also experienced pain under breast, stomach pain and heartburn.